Event description:
A peritoneal dialysis (pd) patient experienced a "defective" transfer set, specified as "the damage was on the mini-set itself, this is literally crumbled apart". The patient presented to the pd clinic and was diagnosed with peritonitis. The cause of the event was not reported. It was reported the patient was hospitalized for the event. Treatment for the event was not reported. The patient was recovered from the event and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event: the patient presented to the pd clinic and the transfer set was immediately changed. Fourteen days later, patient was diagnosed with peritonitis and was subsequently admitted to the hospital. On an unreported date, the patient was discharged from the hospital. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection by naked eye observed a broken damaged main body. The reported condition was verified. The damage cracked / broken set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.